Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced abdominal pain around the peg site, and over-granulation of tissue. On (B)(6) 2022, during a yearly follow up, the patient's stoma site was swabbed and the patient was prescribed doxycycline. The patient's swab came back positive for candida. On (B)(6) 2022, the patient was hospitalized due to abdominal pain around the peg site. An ultrasound of the anterior abdominal wall was performed which showed the peg tube was in the original place. There was a small trace of fluid around it measuring seven millimeters in depth. On (B)(6) 2022, the patient was discharged from the hospital.